Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2012 the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses. On an unknown date a proximal type I endoleak was reported. On (B)(6) 2020 reintervention was performed to treat the proximal type I endoleak. It was reported that the physician implanted a 4-vessel branched fenestrated device, effectively sealing above the patient's visceral arteries. Reportedly the physician did not review the original CT films so was unable to describe a cause of the proximal type I endoleak. The physician did note that the patient's aortic neck was diseased with no available infrarenal seal zone. There were no further reported issues. The patient tolerated the intervention.